Event description:
A customer contacted beckman coulter regarding erroneously high troponin (accu tnl) results on two (2) patient's samples that were generated by the synchron lx I 725 instrument. The accu tnl results were: 0.84 ng/ml and 0.78 ng/ml from patient a and b respectively. The results were reported out the lab. The customer indicated that a physician questioned the accu tnl results. The customer re-tested the patients' original sample for accu tnl.the repeated accu tnl results were 0.03ng/ml for both patients. Corrected reports were issued for patient a and b. The customer indicated that new samples were collected from both patients and tested for accu tnl. The accut tnl results were 0.03ng/ml from both patients.the customer indicated that there has been no change to patient treatment attributed to or connected with this event.